Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump was alarming button error. Customer didn't know his blood glucose at the time of the event. Customer stated the device was administering a normal basal when it alarmed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.